Manufacturer narrative:
(B)(4). Date of event is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in a clearlink solution set during infusion of chemotherapy and that the unknown pump began to alarm immediately for air in the line. There was patient involvement; however, there was not patient injury or medical intervention reported. Additional information was requested and not available.